Manufacturer narrative:
Correction: e2, e3, and h4 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal display monitor was glitching and image did not display. The issue was found during preparation for use. The scope and tower were used in a simulation setting on manikins. There were no reports of patient harm or involvement.